Event description:
It was reported that during knee procedure on (B)(6) 2009, the surgeon noticed that a scratch was on the inlay surface of the polyethylene component. Another component was used to complete the procedure without further complication.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. Evaluation of returned device found scratch on the inlay surface of the component. Determination could not be made as to how the scratch occurred. This report filed august 5, 2009.